Event description:
Complainant alleged that during a routine preventative maintenance check, the device displayed message codes "status 105" and "cannot dump". The complainant indicated that there was no pt involvement in the reported failure.